Event description:
It was reported that the procedure was cancelled. An angiojet ultra 5000a was advanced for treatment. During the procedure, the unit shut off automatically and a system error code 64 occurred. The device were unable to troubleshoot the issue. The procedure was cancelled. There were no patient complications reported.

Manufacturer narrative:
Device evaluated by MFR.: angiojet console was returned. A visual inspection was done on the console, and it failed for multiple reasons. Cracked display, broken hook left side, handle dented, foot pedal holder broken off, power cord missing, thread insert broken off of tower main top, and also thick dust all over inside of panels and on drawer switch. Powered on the unit, and the complaint was confirmed as the unit would not power up. Removed and replaced with a golden display; it then powered on as expected.

Event description:
It was reported that the procedure was cancelled. An angiojet ultra 5000a was advanced for treatment. During the procedure, the unit shut off automatically and a system error code 64 occurred. The device were unable to troubleshoot the issue. The procedure was cancelled. There were no patient complications reported.